Event description:
It was reported that during an implantable cardioverter defibrillator changeout procedure, the ventricular lead exhibited loss of capture and had been programmed off. There was no documentation as to why the lead was programmed off. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.